Manufacturer narrative:
(B)(4). Conclusion: - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that an animal underwent a surgical procedure on an unknown date and suture was used to close the incision. Post-operatively, the suture broke.